Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed a ¿test fill message error¿ on the display. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2014. The patient informed the cca that they take oral medications (type and dosage unknown) as well as diet and/or exercise to manage their diabetes. The patient denied taking any action in response to their normal diabetes management routine as a result of the alleged product issue. Three months later, on (B)(6), the patient stated that they felt ¿weak and faint feeling¿, but denied needing to receive any form of treatment as a result of this issue. At the time of troubleshooting the cca was able to establish that there was no misuse of the product and it was not the first time the product was being used. However, the issue remains unresolved as the cca was unable to resolve the issue with training at this time. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/9/2015 device evaluation. The lay user/patients meter has been returned on 2/3/2015 and further evaluated by lifescan product analysis on 2/10/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.